Event description:
Info received indicates the left siderail is broken at the upper pivot points. The siderail was intact and would lock into the raised position, but the frame would bend over to the side if it was pushed from inside of the bed.

Manufacturer narrative:
The technician replaced the left siderail assembly to repair the bed.